Manufacturer narrative:
Evaluation results/conclusions: inherent risk of procedure (revascularization). (B)(4).

Event description:
The physician used a complete se stent to treat persistent residual stenosis of the left sfa. Approximately 16 months post the index procedure it is reported the patient suffered from claudication of the left leg. The patient underwent a revascularization of the left sfa with an admiral xtreme pta balloon catheter and an in.pact admiral drug eluting balloon catheter. The event is reported as resolved.